Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. No medical records have been provided. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol kugel patch (device #2). An additional emdr was submitted to represent the bard/davol ventralex (device #1). The patient's attorney did not make any allegations regarding the implanted bard/davol composix e/x and bard/davol 3dmax device. Note: the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2012: the patient underwent surgery for implant of an unspecified bard/davol ventralex( device #1). On (B)(6) 2013: the patient underwent surgery for implant of an unspecified bard/davol kugel hernia patch (device #2) . On (B)(6) 2017: the patient underwent surgery for implant of an unspecified bard/davol ventralex st, an unspecified bard/davol composix e/x, and an unspecified bard/davol 3dmax. The patient is only making a claim for an adverse patient outcome against the bard/davol ventralex (device #1) and the kugel hernia patch (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."